Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 1 second, the balloon ruptured and was vertically separated. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 2.3cm from the tip and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 1 second, the balloon ruptured and was vertically separated. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.